Event description:
It was reported that an unspecified number of unspecified bd¿ insulin syringes with the bd ultra-fine¿ needle had smaller needles than normal. The following information was provided by the initial reporter: "unfortunately, your product is defective. When opened, the needles were smaller, barely visible, and subpar to previous purchases."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1018129; d4: medical device expiration date: 31-jan-2026; h4: device manufacture date: 18-jan-2021. D10: device available for eval yes, d10: returned to manufacturer on: 04-jan-2023. H6: investigation summary customer returned a total of (8) 0.3ml, 31 gauge, 6mm syringes from lot 1018129. The returned samples were inspected to ensure that their needle lengths were as long as intended. Additionally, the returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured. A review of the device history record was completed for batch # 1018129 all inspections were performed per the applicable operations qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of incorrect needle dimensions. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that an unspecified number of unspecified bd¿ insulin syringes with the bd ultra-fine¿ needle had smaller needles than normal. The following information was provided by the initial reporter: "unfortunately, your product is defective. When opened, the needles were smaller, barely visible, and subpar to previous purchases."

Manufacturer narrative:
H6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of unspecified bd¿ insulin syringes with the bd ultra-fine¿ needle had smaller needles than normal. The following information was provided by the initial reporter: "unfortunately, your product is defective. When opened, the needles were smaller, barely visible, and subpar to previous purchases."